Manufacturer narrative:
The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the returned sample, we found that the catheter was shortened at 18 cm from distal end. The catheter was leaking at the junction of the catheter with the fixation wing. Microscopic examination showed that the catheter was partly torn off. This damage is typical for a tensile fracture. Corrective action: no corrective action will be taken; however, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
The first PICC line was noted to be leaking from hub where the catheter attaches. PICC removed and another placed without difficulty.

Manufacturer narrative:
The malfunctioning catheter was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
When awaiting fluids from pharmacy, the PICC was clamped but blood was back flowing and leaking from the hub where the catheter attaches. The PICC was then discontinued and an alternative method was used to IV access.